Event description:
It was reported that after undergoing a da vinci-assisted right hemicolectomy procedure, the patient experienced post-operative bleeding from an unspecified number of staple lines. Two sureform 60 blue reloads were used for transection while a sureform 60 white reload was used for the anastomosis. The following information is unknown: the severity of the staple line bleeding, the estimated blood loss associated with the bleeding, and what medical intervention (if any) was rendered due to the complication. The procedure was completed. The patient did not require reoperation. The stapler and reloads will not be available for evaluation. Further details were not provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. A system log review was performed and the logs show a sureform 60 stapler instrument (part # 480460-12, lot # k18251114-0311) was installed on the system 3 times and fired 3 sureform 60 reloads (1 blue, 1 white, 1 blue, in that order). On each install, the first clamp was successful, and the firings were completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs. Note: this medwatch reports (MDR) is being submitted to report the event against a sureform 60 white reload used during the case. Refer to mdrs with MFR. Report #2955842-2026-28498 and #2955842-2026-28589 for MDR submission of the event reported against the two sureform 60 blue reloads used during the case.